Event description:
The customer reported that the unit had no air flow. No pt injury reported. Respironics svc technician inspected the unit and found that the check valve cv3 was torn. The check valve was replaced. Subsequently, beginning in 6/01 all old check valves were replaced with a new design due to a recall of the old check valve due to tearing.